Event description:
The pt directly returned an infusion set to the MFR for eval. Upon f/u with the pt on (B)(6) 2011 she stated she returned the infusion sets due to insulin pooling/leakage at the luer connection to the insulin cartridge. She stated that when she would bolus she smelled insulin and would then find a leak. This led to elevated blood glucose of 200 - 250 mg/dl. Her normal blood glucose level is 180 mg/dl. She switched to a new box of infusion sets and had no further issues. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was returned for eval.